Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope image could not be seen. The issue occurred during inspection for use. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d8, e1, h2, h3, h4, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: a noise image occurs. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure, the cause of the noise image was due to corrosion on the plug unit. Olympus will continue to monitor field performance for this device.